Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt has been receiving ineffective stimulation for several months. The pt also stated she feels residual stimulation at a lower intensity hours after turning off stimulation with the programmer. The pt will be taking pain medications to help with her pain. Per the sjm representative, 'everything was normal' when the pt was seen in (B)(6).